Manufacturer narrative:
Insulin pump alarmed prim during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads. Insulin pump received with intermittent button response due to corroded keypad traces.

Event description:
Customer reported that she was trying to prime and noticed the piston was not detecting the reservoir. Blood glucose level is 291 mg/dl; treated with an insulin pen. Customer stated that the insulin pump has cosmetic damage; the reservoir and infusion set do not have damage. Customer stated that the drive support cap protruded. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.